Event description:
It was reported to philips that the system was unable to perform exposure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was postponed. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform exposure. Upon troubleshooting and reviewing system log files, the fse found that the tube was defective. The supplier's part analysis conclusively determined the cause of the tube failure was due to small filament was blown. To resolve the issue, the fse replaced the tube, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.